Event description:
After replacing the o2 sensor to a new one, an 'o2 sensor error' alarm occurred. Calibrating the o2 sensor could not solve the issue. Replacing the o2 sensor resolved the issue. There was no pt involvement in this case.